Manufacturer narrative:
Batch review performed on 10 may 2021: lot 189946: (B)(4) items manufactured and released on 14-may-2019. Expiration date: 2024-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar event reported. Additional device involved: batch review performed on 10 may 2021: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot 2006593: (B)(4) items manufactured and released on 12-nov-2020. Expiration date: 2025-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical director: few weeks after primary rsa, reoperation is needed because there are difficulties in wound healing. The surgeon decided to remove all implants, suspecting infection. He also noticed that the suprascapularis was damaged, which probably led to dislocation. No reason to suspect a faulty device.

Event description:
The patient had several wound cleaning ( 2 or 3) due to difficult healing. After the surgery, the wound never healed and the surgeon supposes an infection, but it was not confirmed. Finally, 1,5 months after the primary surgery the surgeon revised all implants and did not implant anything. During the revision surgery it was observed that the subscapularis was damaged (it wasn't attached) a dislocation of the glenosphere from the liner was visible on the x-rays (probably due to the subscapularis damage). No trauma reported.